Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6) it was reported that patient faced infusion set occlusion cause high bg event on (B)(6)2024. Patient went to hospital. The blood glucose level was 1220 mg/dl. Therefore, patient was treated with correction IV bolus, fluid and insulin. Customer replaced infusion set and resumed insulin deliveries successfully no further information available